Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007, the patient was pre-operatively diagnosed with non-union of previous posterior cervical fusion from c3 to c7. She underwent the following procedures: inspection of previous hardware from c3 to c7. Findings of loose hardware on the right side at c3, c5, c7. The right c7 screw was out of bone. Removal of right old hardware/instrumentation and replacement of right-sided lateral mass screws from c3 to c7. Posterior segmental arthrodesis with placement of bone matrix and rhbmp-2 bilaterally. As per op-notes, ¿the posterior segmental arthrodesis from c3 to c7 bilaterally was performed using a large rhbmp-2 and bone matrix of 20 cc. Satisfactory decortication was obtained from c3 to c7 bilaterally and the above materials ( rhbmp-2 with bone matrix ) were laid into these regions bilaterally.¿ post-operatively, the patient alleged unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.